Manufacturer narrative:
January 04, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Method: since the device remains implanted, the programmer files were reviewed. Result: the files showed the absence of atrial capture on (B)(6) 2007 during the atrial threshold test. However, the later follow-up was found normal. No conclusion can be drawn. Log files were retrieved and sent for analysis (files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. This file is not available by the user, but the user may send a copy to the manufacturer for analysis). However, the analysis did not reveal any anomaly. The device was interrogated on (B)(6) 2007 and the absence of atrial capture was observed during an atrial threshold test. Reportedly, a follow up was performed later (date not specified) and no anomaly was observed. Consequently, the complaint is closed in state.

Event description:
During a follow-up interrogation, there was no atrial capture. An x-ray indicated the lead was in place. A follow-up was performed at a later date and no anomaly was observed. The device remains implanted.